Event description:
Device is unable to be interrogated. The last transmission to hm was (B)(6) 2021. The device remains implanted at this time. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Device was explanted on (B)(6) 2022. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The device was interrogated and devices memory was analyzed thoroughly. The analysis revealed that the clinical observation resulted from an invalid memory content in a specific memory area which most likely occurred on (B)(6), 2021. The root cause for the invalid memory content was not determinable. In case of invalid memory content in that specific area the device is not interrogable. However, the bradycardia therapy capability is not compromised. Further data analysis revealed that after explantation procedure a device reset occurred which corrected the invalid memory area. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Additionally, a stress test under different temperature environments was performed revealing no anomalies. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance tests proved the pacemaker functions to be as specified. The returned device data have been analyzed. The analysis confirmed the clinical observation. However, the root cause determination was not possible and requires an analysis of the device itself. Should the pacemaker become available for analysis, this report will be updated.